Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-00737. It was reported that x-ray confirmed that one the leads was fractured. Diagnostics revealed high impedance on all contacts on one of the lead and high impedance on one of the contact of the other lead. Patient was reprogrammed using the other lead. It is unknown which lead has the fracture. Hence, both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that patient had several falls prior to the lead migration and fracture. Patient had adequate therapy with the other lead.